Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test or verify insulin flow block alarm/no delivery alarm due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block. Customer perform high pressure test and it was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.